Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along due to sui, vaginal prolapse. It was reported that following insertion the patient experienced dyspareunia, throbbing vaginal/pelvic pain , tingling and numbness in the leg and pelvis, bleeding after intercourse, urinary retention, difficulty maintaining a constant stream, bowel complications causing chronic diarrhea and then constipation, weight loss , vaginal burning during and after urination and incontinence (bedwetting).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.